Event description:
It was reported that the patient presented remotely. Stored electrograms (egms) revealed that the patient's implantable cardiac defibrillator (ICD) exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing, farfield r-wave oversensing and inappropriate automatic mode switch. There were no interventions and no patient consequences.